Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2023, it was reported by a sales representative via sems-06060226 and confirmed via phone that the guide pin from an ar-2260 distal biceps repair implant system was pushed down by the reamer during drilling, and it punctured a hole through the patient and the drapes, from the inside out. This was discovered during a distal bicep reconstruction procedure on 10/16/2023. The case was completed by using another guide pin. The puncture was dressed in sterile strips and pads and is being monitored for infections.